Manufacturer narrative:
A battery was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to a damaged power surge; however the source is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer replaced the battery and performed extended self-testing on the device.

Event description:
It was reported that a, 980 ventilator had a defective battery. Patient involvement is unknown.